Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin.

Event description:
It was reported that patient's blood glucose (bg) levels reached 331 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if cannula was properly seated in the infusion site (leg). A new pod was applied.